Event description:
It was reported that the micro sagittal saw fell apart during a radial shortening procedure. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
Upon visual inspection, the sag head assembly was not intact. The presence of an unpressed button could cause or contribute to the sag head assembly to become disassembled.